Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited oversensing on the right atrial (ra) channel, leading inappropriate atrial tachycardia response (atr) episodes. Undersensing was also observed. Reprogramming efforts were discussed and recommended. At this time, this ICD remains in service and no adverse patient effects were reported.